Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of fungal peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Furthermore, there is no allegation of cycler set defect reported for this event. The pdrn stated that the cause of the peritonitis was likely due to the touch contamination by the patient resulting from mental confusion. Additionally, fungal peritonitis, of which yeast is considered, can result from prolonged antibiotic use, recent bacterial peritonitis, and bowel-source infections. This patient had a recent enterobacter species peritonitis for which there was a gi source suspected as the cause. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient had been discharged from the hospital on (B)(6) 2022 for sudden onset mental confusion. Upon discharge, the patient¿s white blood cell count was reportedly 490 (unknown units). The pdrn obtained a pd effluent culture. On (B)(6) 2022, the culture resulted positive for yeast. The patient was admitted to the hospital on the same day with a diagnosis of peritonitis and continued mental confusion. The pdrn suspects the patient¿s pd catheter (not a fresenius product) will be pulled; however, that had not been confirmed. There was no additional information related to the hospitalization including antibiotic therapy. The pdrn stated that the patient most likely had several touch contamination episodes due to the mental confusion that resulted in the peritonitis. The patient had been confused with daily tasks including pd therapy. No further information was available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient had been discharged from the hospital on (B)(6) 2022 for sudden onset mental confusion. Upon discharge, the patient¿s white blood cell count was reportedly 490 (unknown units). The pdrn obtained a pd effluent culture. On (B)(6) 2022, the culture resulted positive for yeast. The patient was admitted to the hospital on the same day with a diagnosis of peritonitis and continued mental confusion. The pdrn suspects the patient¿s pd catheter (not a fresenius product) will be pulled; however, that had not been confirmed. There was no additional information related to the hospitalization including antibiotic therapy. The pdrn stated that the patient most likely had several touch contamination episodes due to the mental confusion that resulted in the peritonitis. The patient had been confused with daily tasks including pd therapy. No further information was available.